Event description:
It was reported that during a lobectomy procedure, the device did not fit and transect on the bronchus appropriately. The staples malformed and there was a slight leak in the line of transection. The surgeon said there was nothing wrong with the device, it just was not the typical stapler that he is use to using on the bronchus and needed a heavy wire option instead. The surgeon was able to correct the leak on the bronchus using sutures. There were no patient consequences. One device was discarded.

Manufacturer narrative:
(B)(4).